Event description:
Patient presented with prostate cancer with metastasis to the bone of the left hip was taken to the o.r. On (B)(6) 2013 for a prophylactic tfn nail procedure to help prevent a future hip fracture. After implanting the nail, as the surgeon was drilling to insert the helical blade through the nail, and the tip of the stepped drill bit broke off in the bone. The surgeon had to remove the aiming arm, sleeve and guide wire in order to retrieve the broken fragment with pituitary rongeurs. The surgeon then replaced the arm, sleeve and guide wire and used a new drill bit to complete the reaming, insert the blade and finish the procedure. It was reported that surgery was prolonged approximately 4 minutes. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed that there were no mrrs, ncrs, or complaint related issues. Parts were manufactured to p/n 357.403, revision d and met the required specifications.

Manufacturer narrative:
The material and heat treat values of the drill bit were confirmed to be correct. The diameters of the fluted regions were confirmed to be within specifications. The part conformed to all inspection requirements at incoming final inspection. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position.

Event description:
The part was received with a broken tip. No other damage is visually apparent.